Event description:
Boston scientific received information in (B)(6) 2012 that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced a cardiac arrest that required chest compressions. External defibrillation was not required as the device detected the ventricular tachycardia (vt) and successfully terminated the spontaneous arrhythmia. A review of the episode identified electrogram noise on both the right atrial (ra) and right ventricular (rv) leads. The local representative mentioned that similar electrogram noise was identified at a prior device replacement procedure ((B)(6) 2011). Therefore, a primary device issue was not suspected. The initial vt rate was slow at a rate of 140 bpm. A review of the electrogram during the vt event found that the atrial signal could not be seen and the lead may have been fractured during chest compressions. The electrogram was checked several hours post arrest and the patient had developed atrial flutter (af). The flutter waves on the atrial channel could be easily identified. The device was reprogrammed to a vvi 70 bpm mode. Technical services was informed that the pacing impedance measurements were elevated especially within the last month. It was suspected that the leads may be fractured. The patient was close to entering hospice care, so the physician planned to reprogram the device's tachycardia mode to off and a lead revision procedure will not be undertaken.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information in (B)(6) 2012, that this patient should be unenrolled from the patient monitoring system due to death. There was no additional information available from the local representative.